Manufacturer narrative:
(B)(4).

Event description:
Medtronic legal received information regarding customer¿s passing from the attorney of the family. The information received on june 3, 2021 stated the following - reporter alleges: the customer had hypoglycemia before passing away. The customer had a 630g insulin pump. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's daughter that the customer passed away at home on (B)(6) 2019. The cause of death was a heart attack due to complications from diabetes. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It was uncertain if the customer was using sensors. The caller declined to return the insulin pump for analysis stating that it had been given away.